Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported a raw itchy red rash under the front and rear therapy electrodes. The patient reported using lotion and talcum powder on the irritation. During a follow up, the patient reported using a water based ointment on her skin at the recommendation of her pharmacist. During a subsequent follow up, the patient reported that the irritation had improved.